Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, there was nothing pressing the button. There was no reported impact to the customer¿s blood glucose. Review of pump logs verified that the button was held down leading up to the alarm. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.